Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to an unknown product performance issue. Another rv lead was successfully placed. Additional information was requested from the field. No additional adverse patient effects were reported. Additional information was received from the field. The rv lead was exhibiting noise. No adverse patient effects were reported.